Event description:
Atb balloon failed to come back through a sheath when doing a declot procedure. Two balloons ruptured while being pulled back through the sheath, and two would not exit and had to be retracted and out to be removed. There was no harm to the patient. A new sheath was placed over the guidewire and the procedures were completed.